Event description:
It was reported the discomfort at the ipg site. As such, the patient decided to undergo surgical intervention where in the ipg was explanted and replaced.

Event description:
Follow up information revealed the patient had a fall. Additionally, the patient is doing well following the procedure and the issue is resolved.